Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered non-sustained right ventricular oversensing (nsrvo) alerts occurred due to the right ventricular lead oversensing noise. Programming changes were implemented. The patient was in stable condition.